Manufacturer narrative:
The field service engineer replaced the lamp and cells. He adjusted the mixer and verified the correct cuvette mixing. Photometer, cell blank checks, and precision testing were performed; all results were within specifications. The issue did not re-occur. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the ureal (urea/bun)assay on a cobas 8000 c 702 module. The sample initially resulted in a ureal value of 7.7 mmol/l. The result was reported outside of the laboratory and questioned. A subsequent sample from the patient was taken and had a urea value of 37.5 mmol/l. The initial sample was repeated, resulting in a ureal value of 41.1 mmol/l, accompanied by a data flag. The repeat value was in accordance with the results obtained for a previous and subsequent sample of this patient. The ureal reagent lot and expiration date were requested but not provided.